Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the funnel detached from the catheter. The catheter was removed and another catheter was used. There was no patient injury.

Manufacturer narrative:
(B)(4). The device lot number provided was not present in our system; therefore a DHR review could not be conducted. No physical investigation or assessment has been conducted on the defective catheter as no actual or representative sample was returned for investigation. In the absence of any actual or representative sample, further investigation could not be conducted to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed.

Event description:
It was reported that the funnel detached from the catheter. The catheter was removed and another catheter was used. There was no patient injury.